Event description:
It was reported that the inner sheath tip broke off in the joint during use in soft tissue; it was retrieved. The surgeon had to enlarge the arthroscopic portal to retrieve the tip. Biceps tenodesis.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. Complaint confirmed. Observed condition revealed tip broke off the inner shaft. Further investigation revealed nicks found on the outer cutting window where it had collided with the inner window causing the inner window to shear off. The cause of the event cannot be determined. If additional relevant information is obtained, a follow-up report will be submitted this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.